Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. The main cause of customer¿s complaint was the bad clutch parts and the faulty battery. After replacing the parts, the pump passed all the testing and is fully operational. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a system failure and needs the most recent software upgrade. There was unknown patient involvement. The device analysis found the device exhibited a 'check clutch/plunger lever' alarm.